Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing customer's condition; several attempted made;on fourth phone call customer informed had a visit at the doctor's office; the doctor discontinued the metformin due to is affecting the iron levels going down; on (B)(6) 2016,customer has schedule an aranesp injection to raise the red blood cell count (rbc);customer tested during the call and obtained results of 145mg/dl,customer is satisfied with results. Customer has improved.

Event description:
Costumer called requesting control solution and manifested symptoms as sweating; the customer is concerned with the symptoms. Customer advised to seek medical attention. The customer denies need of medical attention at the time of the call. The customer's expected fasting blood glucose test result range is 70 to 140mg/dl. During the call on (B)(6) 2016, a blood glucose test was performed by the customer fasting and produced test results of 119mg/dl using true metrix meter. Customer stated the result is within the expected range. The meter memory was reviewed for previous test result history: (B)(6).